Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarm or full segments display noted. The pump was received with missing segments due to cracked zebra connector on lcd. The pump had intermittent button response due to flatten up, down arrow button and act button dome switch. The keypad connector was fully locked. The pump had cracked battery tube threads.

Event description:
The customer reported via phone call of partial display from the insulin pump. The customer's blood glucose reading was 118 mg/dl. The customer stated that the screen is showing black screen on top of the pump. The customer stated that the first round circle and everything is all black. The customer stated that they use energizer aaa alkaline battery. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.